Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator malfunctioned while in use on a patient. A male patient in their mid-20¿s, presented to the hospital¿s emergency department post motor vehicular accident with internal hemorrhaging, and head and stomach trauma. The patient underwent an unspecified surgical procedure. The patient experienced internal hemorrhaging postoperatively and hospital staff connected the patient to the heartstart xl+ for defibrillation. The device did not function as expected, therefore, the hospital staff then moved the patient to a nearby ward and treated the patient with a different xl+ device. The involved patient died. A philips clinician reviewed the provided electrocardiogram rhythm strips and case event file which showed that the heartstart xl+ was powered on into manual mode at 5:04:02 pm on (B)(6)2019 with defibrillator pads placed at 00:00:03 elapsed time (et). Although pads were placed, there was no waveform (just a dashed line) for over three minutes. There were intermittent ¿pads marginal¿, ¿pads off¿, and ¿pads on¿ messages while a dashed line continued to be displayed. The users switched to the AED mode at 3:23 elapsed time (et) for 3 seconds during which the pads ECG waveform was observed. The users switched back to the manual mode for 11 seconds and again no pads waveform was visible, only a dashed line. The users switched back to the AED mode at 3:37 et. The waveform had artifact and a thickened baseline consistent with 50 hz ECG interference. There were two ¿artifact detected¿ messages followed by a ¿no shock advised¿ decision generated at 3:58 et. The ECG interference lessened and the event continued. The pads were removed from the patient at 6:42 et. The patient was reportedly switched to a different defibrillator to continue care. A philips repair bench technician evaluated the device and was unable to find any malfunction. Analysis by philips indicates that the equipment operated to specification. The device will be shipped back to the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator malfunctioned while in use on a patient in an emergency room and the patient experienced an outcome of death. The customer stated that a male patient presented to a hospital¿s emergency department on a date not reported, post motor vehicular accident with internal hemorrhaging, head and stomach trauma. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on a date not reported, the patient underwent a surgical procedure with details not reported. While admitted on (B)(6) 2019, the patient experienced internal hemorrhaging postoperatively, hospital staff connected the patient to the heartstart xl+, the device did not function, so hospital staff then moved the patient to a nearby ward and treated the patient with a different xl+ device, but the patient experienced an outcome of death. Review of provided electrocardiogram (ECG) rhythm strips and case event file showed that the heartstart xl+ was powered on into manual mode at 5:04:02 pm on (B)(6) 2019 with defibrillator pads placed at 00:00:03 elapsed time (et). At 00:00:57 et and 00:02:39 et, a ¿pads marginal¿ and ¿pads off¿ alarm was generated. At 00:02:44 et, a ¿pads marginal¿ alarm was generated. A ¿pads off¿ alarm was generated at 00:02:54 et. The device was powered off at 00:03:24 et and powered on into manual mode at 00:03:25 et. At 00:03:37 et, the device was switched into the semi automated external defibrillator (AED) mode and a ¿no shock advised¿ and ¿nsa pause¿ message was generated at 00:03:58 et, when the ¿background analysis¿ soft key button was pushed. A ¿pads marginal¿ and ¿pads off¿ alarm was generated at 00:06:41 et and 00:06:42 et, respectively. The device was powered off at 00:07:07 et. Review of the provided ECG rhythm strips showed a dashed line until 00:03:23 et, where the waveform displayed power line interference (50/60 cycle interference) with artifact consistent with chest compressions being administered over an imperceptible heart rhythm. Throughout the entire ECG rhythm strip, the device was never charged with energy, no shocks were attempted, and no shocks were delivered (arrhythmia monitoring algorithm, applicate note, publication number 453564119641, edition 2, august 2011, page 3). The ¿pads ¿off¿ alarm is a high priority non latching alarm that occurs with pads in use when the connection between the device and patient has been lost. The ¿pads marginal¿ message is generated when pad impedance is minimal (heartstart xl+ instructions for use 861290, publication number 453564090581, edition 2, december 2011, pages 71 and 122). A philips repair bench technician evaluated the device and was unable to duplicate the symptom. The device passed all operations tests. Monitoring and accessories passed all tests and were free of damage. No parts were replaced. The device passed all performance assurance tests and was placed back into service the information gathered for this report does not provide evidence of a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator malfunctioned while in use on a patient in an emergency room and the patient experienced an outcome of death while the device was in use on a patient. Additional information has been requested.